Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up stating the pump is not longer inflating to provide the patient with a satisfactory erection. Troubleshooting steps where provided to the patient to avoid a revision procedure. The ipp remains implanted and active.